Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the needleless solution administration sets connection was blocked. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed an inverted nypro check valve. An inverted nypro check valve will restrict flow through the set. The reported condition was verified. The set is assembled manually by operators; therefore the cause of the inverted valve is attributed to an operator error. Should additional relevant information become available, a supplemental report will be submitted.